Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw1442 showed four other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that when the PICC-line was flushed they discovered that it was leaking and when they pulled it out they saw that it was leaking 3-4 cm inside the vein. The patient had been given cytostatic drugs.

Event description:
It was reported that when the PICC-line was flushed they discovered that it was leaking and when they pulled it out they saw that it was leaking 3-4 cm inside the vein. The patient had been given cythostatic drugs.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appears to be related to the use of the device. The product returned for evaluation one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 3 and 4 cm depth marker. The characteristics observed which supported this type of failure included: ¿ catheter narrowing due to kinking ¿ longitudinal split located at the apex of kink location ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU precautions state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of recw1442 showed four other similar product complaint(s) from this lot number.